Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. The rse checked the logfile and confirmed the issue related to network connection. Upon troubleshooting, the rse found that the host pc was not getting on automatically during system start. To resolve the issue, the rse reset the connection of host pc and reset the power. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that there was no issue reoccurred after the power shut down. After reconnecting host pc followed by power reset, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's host computer was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.